Manufacturer narrative:
Device was received with intermittent back arrow button response due to flattened button dome switches. Device passed the self test and the displacement test. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had back arrow button on insulin pump was not responding. The customer also stated that the scroll bar was not moving with no input. Customer stated that using the up and down arrow allows them to navigate screens. Customer stated that block mode was inactive. Customer stated that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.